Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: at analysis it was noted that an incoming test was unable to be performed as the device would turn on. It was also noted that the unit was mechanically intact. It was determined that the main printed circuit board was defective and it was therefore replaced. The device was cleaned and inspected and it then passed on the automated test system. (B)(4).

Event description:
It was reported that the external pulse generator could not be turned on. The generator was returned for service. No patient complications have been reported as a result of this event.